Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph depicting the site of the reported defect was provided for evaluation. A visual evaluation was performed on the photograph returned and it was noted the photo depicts the spike inserted into the IV bag and detached from the tubing. Although the defect of the detachment of the spike was confirmed on the set, the exact root cause of the detachment was not able to be determined at this time due to a lack, of physical samples to perform a proper evaluation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): tubing came apart from white spike which was spiked into a red blood cell bag. Staff unable to remove spike from blood bag after multiple attempts. The clear tubing came apart during the process. Loss of blood to recipient. Bodily fluid spill. No injury reported.